Event description:
According to the clinic, the patient developed erythema at the site of the magnetic implant, along with a localized skin breakdown (skin hole). The patient received antibiotic therapy (type not reported) and underwent local wound management; however, the condition did not resolve. Consequently, the device was explanted (date not reported). Additional information has been requested but remains unavailable as of the date of this report.